Event description:
Medtronic received information that this bioprosthetic valve, implanted over 1 year, was exhibiting 4+ aortic insufficiency confirmed on echocardiogram and was symptomatic. The patient has been scheduled for aortic valve reoperation, upon explant, there were tears observed on the valve. The valve will be returned after release from hospital pathology.

Manufacturer narrative:
Conclusion: the device history review of this valve was reviewed and no anomalies were noted that would have impacted this event. At this time, the device has not been returned for analysis. A conclusive cause of the reported event could not be determined without the returned product. Photographs of the explanted valve were provided. The reported leaflet tears were confirmed through the photographs. However, a conclusive cause of the tears or the reported 4+ aortic insufficiency could not be determined from the photographs. It was reported that the valve was implanted for over one year. This event will be updated and a supplemental report file should additional information or device be returned for analysis.

Manufacturer narrative:
Product analysis: no product has been returned for laboratory analysis; however, is expected after release from hospital pathology. Upon completion of analysis or receipt of additional information, a supplemental repot will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.